Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited oversensing noise resulting in a brief intermittent inappropriate mode switch episode. No changes or interventions were reported. The patient was in stable condition.